Manufacturer narrative:
This is a duplicate of report #1051789-2018-00010 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Further clarification has been requested regarding the term "asystole" and also regarding the medication given to the patient. The customer reported that, because of the issue, they replaced the blood pressure cuff and hose and requested further service of the device. According to the distributor, the biomedical technician ran tests afterward on the device and it was revealed that there is perhaps an offset above (8 instead of 10 and 13 instead of 15). Further clarification regarding the statement about offset has been requested.

Event description:
The customer reported that there was a patient incident involving a blood pressure reading. It was reported that the patient's "asystole value" of 60 deemed low, so injection of a medication product was given. Following that, a new blood pressure was taken at the end of the examination which had to be listened to and the patient reportedly had an "asystole" of 200. It was reported that the patient was harmed, but clarification regarding the actual harm has been requested.